Event description:
Ous MDR. Shock deliveries triggered by interference potentials were reported. The implantation/explantation dates are not available. The lead was explanted.

Manufacturer narrative:
Ous MDR. During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged about 3 cm distal of the ligature due to internal fraying. In addition, the insulation of the rope conductor to the rv shock coil was damaged. These damages can be assumed to be the cause of the clinical complaint. The analysis of the lead was unable to find any manufacturing errors or material defects. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics of the damaged structure of the insulation (internal fraying) and of the lead body (squashing) lead to the assumption of excessive mechanical stress on the lead due to subclavian crush syndrome. Diagnostic images of the affected body region were not available for analysis. The cuts in the outer insulation are probably due to the explantation process.